Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely, that during user handling, the forceps channel leaked and flooded inside the scope connector. As a result, an abnormality occurred, in the electronic component. And the event occurred, temporarily. The device was evaluated where no abnormalities were found, that could have caused or contributed to the event. A few defects were noted, where the xera ID chip had no data transmission, leak in the box channel, objective lens has tiny chip around the glue area, the bending section rubber glue is detached, customer labels at control body and scope connector and the scope connector fluid wds is activated. However, these defects alone are not considered severe enough to cause a potential adverse event. The event can be detected/prevented, by following the instructions, for use which state: 1) inspection of the endoscopic image. 2) when attaching, the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. 3) do not attach/detach the leakage tester, while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope. Resulting, in endoscope damage. 4) perform a leakage test on the endoscope, after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Event 3 of 3: this report is linked to the following patient identifiers: (B)(6) (clv-190/ evis exera iii xenon light source), and (B)(6) (clv-190/ evis exera iii xenon light source) the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope displayed a b30 scope communication error code. There was no report of patient harm.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.